Event description:
Needlestick occurred after use during activation. User stated that it was difficult to activate the safety device and it did not activate easily, the finger slipped and sustained a puncture. The exact device was disposed of and exact lot number unknown. Bd will offer to in-service account. User error may have contributed to this event.